Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-59822.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient had glare with headlights, vision darker than before, starbursts. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. The clinical reason given for the explant was ¿intolerable glare/halo¿. Additional information was requested.

Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested. And it was reported, that a [23.5 d] lens was exchanged for a [24.0 d] lens, due to glare, halo with headlights, vision darker that before, starbursts. This does not meet criteria for reporting, based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome, trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.